Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that on surgical pediatric floor, during a continuous blinatumomab infusion at 10ml/hr. The rn noted at least 25 /day nuisance air in line alarms. The device was swapped out with reports of ten air in line alarms/day. The customer stated that the "air might not have been removed from the bag prior to infusing" may have contributed to air in line alarms . The rn further stated :'this is drug that should not be interrupted at all - it's a continuous infusion (for weeks). Every pause must be documented by nursing, and if it exceeds number of minutes, interventions are required to resume." Although patient was agitated at times and a there was a 10-15 min. Infusion delay due to the nuisance ail alarms, however there was no report of harm to the pediatric patient . The bd clinical practice consultant team was able to assist the staff with further trouble shooting, educational techniques and provided several tip sheets t to support the staff.